Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the right/left (r/l) and up/down (u/d) angulation control knobs. A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the air/water tube had foreign objects because of insufficient reprocessing. Additionally, the following findings were also identified, and are as follows: due to damage on the up/down knob, water tightness was lost. Due to damage on the right/left knob, water tightness was lost. The air/water cylinder had discoloration. The suction cylinder had discoloration. The air/water cylinder had foreign objects. The forceps channel port had a scratch. Due to wear of the angle wire, bending angle in the down direction did not meet the standard value. The plastic distal end cover had a scratch. The adhesive around the objective lens had a chip. The light guide lens had corrosion. The adhesive on the bending section cover was detached. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope device was returned as part of the asset return process with no complaint reported by the customer. During routine inspection of the device by olympus, it was found air/water tube had foreign objects. There was no patient involvement associated with this event. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.